Manufacturer narrative:
The sonicare brush head is an accessory to the sonicare for kids power toothbrush. The brush head serial number is not available, as the product has not been returned for investigation. The manufacturing date is not available, as the product has not been returned for investigation.

Event description:
The consumer states that the bristles and some small metal pieces from their sonicare brush head are coming out in their mouth.